Manufacturer narrative:
The cause of the peritonitis was reported to be due to diarrhea. Upon further review of the new information, baxter peritoneal dialysis disposals are no longer considered suspect product in this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) vancomycin (no further details). It was reported the patient was recovered from the peritonitis event. The patient was discharged on an unreported date. Dianeal therapy was ongoing. On an unreported date, the patient was readmitted to the hospital for another indication and was treated with ip vancomycin and ip gentamicin (for 21 days, no further details). Peritonitis was not reported; however, the caregiver stated this may have been related to an incomplete recovery from the first peritonitis event. No additional information from the physician or nurse could be obtained to confirm the report of the patient¿s caregiver. At the time of this report the patient was recovered from the event. No additional information is available as the reporter declined to provide further information.